Manufacturer narrative:
The associated complaint device was returned and evaluated. The device fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. The device was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that malfunction has occurred. During impaction of the r3 acetabular shell the impaction head of the offset impactor broke off. A duplicate back up device was available and we were able to complete the da tha without delay to the procedure. The patient was not harmed.